Event description:
Philips received a complaint on the heartstart xl+ defibrillator indicating that the device gave a therapy failed message. Based on available details, a third party was noted to have repaired the device returning it to full functionality. Multiple attempts were made to request information regarding how the issue was resolved; however, no information was made available. Based on the information available there is insufficient information to confirm the reported problem. The reported issue was resolved and the device returned to full functionality. Multiple attempts were made to request information regarding how the issue was resolved; however, no information was made available. The investigation concludes that no further action is required at this time.